Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown, unknown-unknown stem-unknown , unknown-unknown cup-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01323. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the patient is being considered for a revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. X-rays were provided and reviewed by a third party surgeon. The x-ray review confirms a superolateral left hip dislocation. No fracture is identified. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Review of the device history records identified no related deviations or anomalies during manufacturing.